Manufacturer narrative:
Attempts are being made to obtain additional information from the user facility. The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a mandible reconstruction with rigid internal fixation the tps reciprocating saw was leaking fluid into the patient. The procedure was completed successfully with no delay or medical intervention reported.

Event description:
It was reported that during a mandible reconstruction with rigid internal fixation the tps reciprocating saw was leaking fluid into the patient. The procedure was completed successfully with no delay or medical intervention reported.